Event description:
Inserted #24g IV into the hand, beautiful flash, then catheter appeared to break and blood began oozing out of catheter as registered nurse (rn) advanced catheter. When rn attempted to obtain labs while catheter not fully advanced a "suction" sound was heard from the exposed catheter. It was then removed and observed to be bent / broken.